Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, the staple line was open in the middle. Another reload has to be used to complete transection causing tissue loss. The hospital would not provide the patient info the used reload was disposed so it could not be returned. The current condition of the patient is stable. The surgery time was extended by 30 mins or more. No reinforcement material used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of fifteen reloads from the same lot as the reload in question. They were still sealed. The reload in question was not returned. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices performed by pmv. Each reload was loaded into a pmv representative instrument for functional testing. Each reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. The returned product as received by medtronic was found to meet specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.